Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved an unremediated infusion pump with user interface module master software version 5.04.00. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "damaged screen" was confirmed by baxter personnel during product evaluation. The root cause was assigned to spots on the main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that patient involvement is unknown; it is unknown if there was patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.